Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals on (B)(6) 2025 at 15:44 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained and faded serial number label, and pillowing keypad overlay. Critical pump error (open book image) and pump error 35 alarms are confirmed due to moisture damage on the force sensor. Flashing white display is unknown due to the critical pump error (open book image) alarm. Damage on the middle button of the keyboard overlay is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The customer also received a pump error 35 (a broken force sensor was detected during seating or regular delivery.), noticed a physical damage to the pump and also a flashing display of the insulin pump. The event involved product(s) mmt-332a, mmt-398a, unk_sensor, mmt-1884. Troubleshooting was performed for the pump alarm. The customer was not able to clear the alarm. Troubleshooting was performed for the display issue. The customer reported a flashing or solid white screen. The customer confirmed that the screen was not displaying a flashing medtronic logo. Troubleshooting was performed for cosmetic damage, and the customer reported a crack on the center button of the keypad. The customer was instructed that the serialized device be replaced. Troubleshooting was not performed for the hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-398a, unk_sensor. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.